Event description:
It was reported the patient had one battery ¿re-done¿ and the following week the patient was lying in bed and the battery completely died and it kept turning itself off and on. It was noted that occurred in 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3389-40, lot# v006787, implanted: (B)(6) 2006, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v257583, implanted: (B)(6) 2010, product type: lead; product ID 37642, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).